Manufacturer narrative:
Information references the main component of the system and other applicable components are: product ID 3889-33, lot# va1fzln, implanted: (B)(6) 2017, product type lead.

Event description:
Information was received from a patient via a company representative (rep). It was reported that patient went to sleep with stim working great and she felt it vaginally but when she woke up, the stim was no longer working. Patient stated when she turned it up, felt it up in her back. Patient reported she is very thin and frail, she may have had lead migrate out since there is so little tissue for the tines to settle in. Rep ran impedance and went through all the programs on (B)(6) 2017. Patient did not feel stim until they turned stim up to 3.5v. Patient was normally feeling it at .6. Patient was now felt stim in the upper back area rather than in the vaginal area. Patient was scheduled for lead revision. It was noted that the issue was not resolved at the time of the report. There were no further complications that have been reported as a result of this event. The indications for use for this patient were urinary dysfunction/sacral nerve stim and gastrointestinal/pelvic floor.